Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a was a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The used cylinder was microscopically inspected and had a hole from wear. The used cylinder had wear at fold in the proximal end and middle of the cylinder. The used cylinder did not pass the leakage testing. The unused cylinder passed visual inspection and the leakage test. The momentary squeezed (ms) pump tubing was cut down to the pump block, the tubing was not returned for analysis. The ms pump passed the leakage testing. The ms pump passed functional testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a was a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.